Event description:
A malfunction was reported on the pump, displaying malfunction code 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by customer technical support (cts) in resetting the pump, which resolved the issue, allowing them to continue using it. However, cts decided to send a replacement pump, instructing the customer to place the current pump in storage mode and return it using the provided return box and prepaid label.